Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 216 mg/dl at the time of incident. Customer stated that the display did not returned even after battery change. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.